Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the patient reported a tooth extraction (permanent impairment to a body structure) was reported and an align product was being used.

Event description:
The patient reported symptoms of pain and extraction of teeth # 9 (upper left central incisor) and 10 (upper left lateral incisor). The patient reported being prescribed antibiotics (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2019 and the patient is currently asymptomatic.